Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change causing to reset pump memory due to faulty connector on interface board. No external ram crc error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and cracked belt clip slot. \

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer checked the history alarm and received 2 times unexpected restart alarm. Customer stated a temp basal was not programmed before the alarm occurred. The customer stated the alarm occurred during normal pump use. The customer was advised that pump need to be replaced. The customer may continue to wear the pump until replacement arrives. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was 113 mg/dl. The customer stated alarm occurred during the rewind/prime sequenced. The customer was advised that pump need to be replaced.